Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The field service representative flushed the ise drain, replaced the filter on the degasser in the reference path, replaced the nozzle assembly, and found that a packaging seal in the screw connection on the needle was crushed and he replaced it. He performed calibration and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 165.8 mmol/l. The result was too high compared to the patient's clinical history, so the sample was repeated. The sample was repeated on another module and the result was 158 mmol/l.

Manufacturer narrative:
The field service representative found a defective seal on the injection needle, and he replaced it, which appeared to resolve the issue. He performed tests with acceptable results. The investigation determined the service actions resolved the issue.